Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 588 mg/dl. Customer had blood glucose level of 488 mg/dl. Customer had symptoms such as nausea, abdominal pain, difficulty in breathing. Customer had blood glucose level of 315 mg/dl. Customer does use the minimed 670g system. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.